Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported ¿delaminated front panels¿ event could not be determined; as this device was not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that five (5) patient-controlled analgesia modules had delaminated front panels and pull away from the face of the pump. The customer states, "this will eventually lead to the control pad no longer being functional (buttons won¿t work when pressed). As a worst-case scenario, it can also lead to fluid ingress into the interior of the pump, damaging the internal electronics". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that five (5) patient-controlled analgesia modules had delaminated front panels and pull away from the face of the pump. The customer states, "this will eventually lead to the control pad no longer being functional (buttons won¿t work when pressed). As a worst-case scenario, it can also lead to fluid ingress into the interior of the pump, damaging the internal electronics". There was no information on patient involvement.